Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information has been requested. (B)(4).

Event description:
A doctor reported that after a toric intraocular lens (iol) was implanted, it rotated off axis. A few days after initial implantation, the surgeon returned to surgery with the patient and repositioned the lens to the proper axis. Additional information was requested.